Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a remote transmission was received due to a lead integrity alert (lia) triggered on the right ventricular (rv) lead. The rv lead was found to have high impedance and oversensing of noise with short interval counts and non-sustained high rate episodes. The lead was programmed off and the patient was given a lifevest. The patient is scheduled for a lead revision. The lead remains in the patient out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient called to express concerns with a possible fracture on the rv lead. A follow up with the patient's healthcare provider yielded that the lead was suspect of a fracture and was extracted. The lead was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.